Event description:
A report of a patient death was received from a clinic. Further review of the manufacturer¿s database indicated the patient died approximately 8 months after an implantable cardioverter defibrillator (ICD) device system had been implanted. The cause of death was reported as cardiopulmonary arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).